Event description:
It was reported that the user experienced a loss of glucose signal to the ilet bionic pancreas while using a dexcom g7 continuous glucose monitor (cgm) sensor, after which glucose readings resumed displaying on the ilet. The user experienced a glucose peak of 239mg/dl with no adverse clinical symptoms reported. Outcomes included delay in automated insulin delivery with no required medical intervention. User support included user troubleshooting and education to contact support during active signal loss for real-time assessment. Investigation of this case revealed a transient communication disruption between the cgm and the ilet without evidence of device malfunction, consistent with intermittent signal loss events associated with external factors such as signal path or environmental interference. It was concluded, based on previously established findings for similar reports, that the cause was likely user and use-environment related, with no confirmed device failure.